Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of sterility records.

Event description:
It was reported that the patient's pocket eroded and had an infection. The device was explanted and replaced.